Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 alarm (air in line) and se 2367 alarm (alarm which is due to a previous se alarm that discontinues therapy), which occurred on the homechoice (hc) during use, during fill 3 of 4, patient was connected. The baxter technical service representative (tsr) instructed to cycle power on the hc and the alarms cleared. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted.